Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to, incontinence, vaginal pain and painful intercourse. No further info has been provided.